Event description:
It was reported that "there are repeatedly clear signs of small punch outs from the rubber stopper in the drawn up medication. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.